Manufacturer narrative:
-Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause the most likely cause of the reported failure is attributed to user error resulting from improper bone preparation and/or the application of excessive force during prying or levering the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/03/2025, a sales representative reported via (B)(4) that an ar-1204ff flipcutter iii drill, a component of the ar-1288qai-100 all-inside quadlink kit, broke during a procedure. While retro drilling, the blade detached and became lodged in the femur. It was noted that excessive pulling during retro drilling may have contributed to the issue. The blade was successfully removed, and no harm was caused to the patient. The incident was discovered during a procedure, with no reported patient harm. Additional information has been requested on 10/07/2025.